Event description:
The customer reported that the alarm tone is intermittent when the magnet is detached from the alarm. There is a 20 second delay from when the magnet clip is detached and the alarm is triggered. Also, button failure where it does not allow different tone selections. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the unit has a broken resistor. The unit works if the battery is disconnected and reconnected, but stops functioning when the tone selector button is pressed. (B) (4).